Event description:
The customer reported that two patient samples were tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo, but positive with erytype s rh donor on tango optimo. Both patient samples were sent to us for investigational testing, but none of the supposedly defective product was returned. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.